Event description:
Hosp personnel initiated external pacing with the device on a pt described as in bradycardia with a heart rate of 40. The device was connected to the pt with a pacing/defibrillation adapter and disposable pacing/defibrillation/ECG electrodes. The pacer button was pressed to turn on the pacing function then the rate button was pressed to raise the pacing rate to 80. According to the reporter, when the current knob was turned to raise the pacing current above 0 ma, the device displayed "pacing leads off" and would not pace the pt. The reporter stated that pacing electrodes were replaced with negative results then the therapy cable was disconnected at the device to connect to another device with positive results. No adverse affects to the pt were reported as a result of the alleged malfunction.